Manufacturer narrative:
Device evaluation and service pending.

Event description:
The manufacturers service technician reported a connection failure of the data acquisition pcb to motor controller pcb cable. The service technician reported the cable was replaced to address the reported problem. Applicable final testing was performed per operating specifications.

Manufacturer narrative:
Supplemental report

Event description:
Further information provided from the customer reported a nurse said that perhaps no audible alarm was heard when the reported event occurred. Testing of the device is in progress and the service center has reported the device did alarm when operation was stopped. Completion of device evaluation and service is pending.

Manufacturer narrative:
Device evaluation and service pending.

Event description:
The international customer reported the ventilator stopped during use in normal ventilation operation. The customer reported the device was in use on a patient and there was no patient harm. Review of the device diagnostic history noted a vent inop occurrence due to a data acquisition adc failure. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Completion of device evaluation and service is pending.